Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on an unknown locking screw, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient reported to synthes he had hip surgery which included synthes trochanteric fixation nail system, nail, helical blade, and screw, implanted on (B)(6) 2010. The patient reported that he currently was experiencing pain and ambulatory deficiencies described by the patient as the in-ability to walk. Synthes advised the patient to call a physician. Patient inquired if his implant was on a recall list. The numbers were checked and this part/lot is not on any recall list. This complaint is on an unknown screw. This is 2 of 3 reports for complaint (B)(4).

Manufacturer narrative:
Pt weight: (B)(6). Date received by manufacturer: (B)(4) 2013.

Event description:
Update (B)(6) 2013: additional new information provided on call with patient. Patient stated his weight was (B)(6) lbs. At the time of the implant ((B)(6) 2000). Patient in pain around his hip area since surgery and has not visited or called his surgeon about his pain and has not seen another doctor since he lost his insurance. The nursing home/rehabilitation center took care of his wound after surgery. He has not had an xray or followup visit with his surgeon after surgery completed in 2000. He now weights over 300 pounds since hes been in a wheelchair since his surgery. Patient is currently (B)(6) y.o. And does not recall his age at the time of the implant.